Event description:
Event description guidant received information that during the device replacement procedure for normal battery depletion, this right ventricular lead was found dislodged, residing in the coronary sinus. The lead was then surgically abandoned and replaced.